Event description:
Simultaneous flow was reported to have occurred during the use of an unknown solution administration set. The customer stated that when programing the secondary medications the primary medication will infuse also. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (there was no patient injury or medical intervention associated with this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.